Event description:
It was reported that one hr after placement, the user was unable to get arterial pressure, and blood was noted in the gas tubing. The iab was removed and there were no complications.